Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited one out of range impedance value on the right ventricular (rv) lead. The impedance value was greater than 3000 ohms. At this time, the pacemaker and rv lead remain in service. The patient is being monitored. The rv lead is a competitor's product. No adverse patient effects were reported.